Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that immediately as the patient was placed on extracorporeal membrane oxygenation (ECMO) the pre oxygenator pressure was 370 and post oxygenator pressure was 57. At 12:08. The activated clotting time (act) was 189. They could not flow. 50 ml of 25% albumin was given pre membrane and no pressure change noticed. Additional 3000 units of heparin was given at 12:26. Subsequent act was 225. Oxygenator was changed at 12:32. Flows were immediately established.